Manufacturer narrative:
The device was discarded after the procedure. Therefore, no investigation was completed. At the time of this report, no further patient injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required.

Event description:
It was reported that a patient experienced bilateral subcutaneous emphysema of the head/neck. After the physician successfully completed bilateral eustachian tube dilation without complications, the patient was discharged home. Nine (9) days later the patient was re-admitted for bilateral subcutaneous emphysema. The patient was given a course of IV antibiotics and discharged home four (4) days later. No further patient injury or complications have been reported and the patient is fully recovered.